Event description:
It was reported that during a da vinci surgical procedure, it was noted that the tip of the single site bipolar maryland instrument was melting. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's proximal clevis had thermal damage. The distal clevis also had thermal damage on both sides causing the clear pet shrink to melt, creating holes on both sides. Failure analysis investigation also found the instrument's grip tips were bent. One grip was bent, causing side to side misalignment of the grips. There was a .032 offset at the tips. Failure analysis concluded that the bent damage was likely due to mishandling/misuse. Failure analysis investigation also found the instrument's bipolar pins were bent. One bipolar pin was bent down and to the side at the back end. There is no damage to the housing or chassis. Failure analysis concluded the bent damage was likely due to mishandling/misuse. No other damge was found.